Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received several shocks due to a fib sensing. Dislodgement into the cs was observed. Lead was replaced.